Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 63 mg/dl. The customer addressed bg level by drinking juice. The customer stated that the pump did not declare any audible continuous glucose monitor (cgm) alerts, despite having a low bg.